Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? No if no, how was the device removed from the tissue? The device did have to be cut out with another stapler on which firing did this event occur (1st, 2nd, 12th, etc.)? 3rd firing .

Event description:
It was reported that during a thoracic wedge resection procedure, it was described to me by an operating room representative that the jaws of the instrument would not open after the device was fired. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m53z9v . The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The returned cartridge was received fully fired and in good visual conditions. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manual switch mechanism worked as intended during functional testing.